Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that this right ventricular (rv) lead exhibited low pacing impedances, less than 200 ohms, as well as, high thresholds (no values given). Surgical intervention was performed and this lead was surgically abandoned and replaced. The patient's pacemaker was also changed out due to normal battery depletion. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 2 months.